Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's board needs to be replaced to address the issue. No response from customer and device to be returned unrepaired. Additionally, incoming inspection per (B)(4) shows damaged handle, porting block, and front, rear, and obm enclosures, and missing power cord, cord clamp, and threaded cap. Additionally, an unknown orange substance was found contaminating the obm gasket, mixer element, both flow elements, and tubing. Ctq inspection shows no issues.